Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded. The patient had prostate cancer. There is no indication of any medical intervention received. B2 was not marked in the previously submitted report. It is corrected on this report.

Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam became degraded and caused headaches, trouble breathing, filter is completely black after 5 days, prostate cancer (2018), lightheaded, dizzy, spitting up a lot, burning in private area and runny nose. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section d4, e1, h4 corrected and section h6 updated in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded. The patient had prostate cancer. There is no indication of any medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.